Event description:
Complainant alleged that during a routine shift check by a clinician, the device began to charge energy when the user pressed the energy up selection. Complainant indicated that there was no pt involvement in the reported malfunction.